Event description:
(B)(4). Was received for one 50mm mapping catheters that exhibited one broken spline at the distal end of the catheter at st. Francis hospital/medical center. The physician deployed the firmap 50mm mapping catheter through a sli sheath 5-10 times during the procedure and no abnormalities were observed. Upon removal of the catheter from the sheath, it was noticed that one of the spline was broken from the distal end. The catheter was held by the hospital for review and will not be returned for investigation.